Event description:
It was reported that during the procedure in the mid right coronary artery, direct stenting was performed using the rx vision stent at 12 atmospheres for 15 seconds. After stent deployment, balloon deflation was very slow. The balloon was inflated to 16 atmospheres; however, it took 5 minutes for the balloon to deflate 80%. The balloon catheter was removed from the pt anatomy, because the physician was concerned that the pt might develop st elevations. The balloon remained partially inflated after removal from the anatomy. The pt did not develop st elevation and there was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4) no pre-dilatation. The pt remains in the pt. The lot number was provided. A follow up report will be submitted with all relevant info.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted thick crystallized contrast visible on the tip, in the inflation lumen, and balloon, which is consistent with preparation. The stent had been deployed and was not returned. The balloon was returned loosely folded. Factors that may contribute to the difficulty to deflate a stent delivery system (sds) include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A new indeflator was used in an attempt to pressurize the balloon to the rated burst pressure (rbp), then measure the deflation times but the balloon could not be pressurized due to the thick crystallized contrast. The sds was left pressurized overnight in an attempt to dissolve the contrast. After being left pressurized a few days the contrast dissolved and the balloon pressurized. The balloon was pressurized to the rbp of 16 atmospheres and the deflation times were measured and met manufacturing criteria. It is unknown how the contrast concentration may have contributed to the reported difficulty of deflating the balloon. Reportedly, no pre-dilatation was performed prior to implantation of the vision stent. It should be noted that the vision instructions for use indicate: pre-dilate the lesion with a percutaneous transluminal catheterization angioplasty (ptca) catheter. It is possible that the anatomy narrowed the inflation lumen contributing to the reported difficulty to deflate the balloon; however, this could not be confirmed. A conclusive cause for the reported difficulty of deflating the balloon could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All stent delivery systems are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
Procedure type: unk. According to the reporter: during the insertion of the obturator into the trocar cannula, it appears as though the obturator blade is cutting the seal and then ends up on the end of the blade as the surgeon is about to apply it to tissue. The surgeon is concerned about foreign bodies which could be falling into the pt cavity. No foreign material fell into the pt. No pt injury was reported. Disposable surgical access device.